Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that after a breast study was completed, it was found that the patients' ultrasound images showed up under a different patients' name. This phenomenon was found when the user attempted to send the images to pacs. Reportedly, the images have not yet been recovered. It is unknown whether the study was repeated. No additional information was provided.